Event description:
It was reported that the screen on quick bolus button has came apart. The device turns on when plugged into a power source. When customer plugged in pump he noticed all settings have been reset. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.